Event description:
Additional info received from the reporter on (B)(6) 2014: I am scheduled for a hysterectomy on (B)(6), 2014.

Event description:
I have suffered multiple strange symptoms that react like an autoimmune disease. I have also suffered a goiter with nodules and some thyroiditis since implanted in 2011. I am now experiencing hair loss, severe pelvic pain, increased menstruation, headaches, weight gain, rashes, edema, decreased libido, mood swings, ibs like bowel changes, dizziness, which led me from doctor to doctor till finally landing in my obgyn office who found an ovarian cyst for the first time in my life and the right side essure coil seems to be "hanging inside the uterus" meaning its being "expelled". My doctor says the only hope to fix this is a hysterectomy. (B)(4).

Event description:
Additional info received from the reporter on (B)(6) 2014: had a hysterectomy on (B)(6), 2014. I have lost weight since surgery and the stabbing, pinching pelvic pain is gone.